Manufacturer narrative:
Medtronic received the following information from a journal article entitled; changes in noninvasive arterial stiffness and central blood pressure after endovascular abdominal aneurysm repair holewijn s, vermeulen j, van helvert, m, van de velde l, reijnen m journal of endovascular therapy 2021, vol. 28(3) 434¿441 https://doi.org/10.1177%2f15266028211007460. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported; fever, infection, bleeding at the access site requiring intervention.